Event description:
It was reported that the customer went to the emergency room due to high blood glucose of 527 mg/dl. The customer experienced high blood glucose while at the internal medicine doctor's office. She was advised to go to the endocrinologist's office, where she was given a lot of water and delivered bolus with the insulin pump, waited for an hour and the blood glucose decreased to 444 mg/dl but started increasing again to 471 mg/dl, then to 481 mg/dl. The blood glucose at the time of the phone call was 299 mg/dl. While on the phone, the customer stated sounding extremely sluggish. She checked her blood glucose and it has increase to 599 mg/dl. Her husband got on the phone and advised that he will take his wife to the emergency room right away. They checked the blood glucose again and it has decreased to 580 mg/dl. The drive support cap was recessed and all the settings were correct. Only found a no delivery alarm in the history of the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.